Event description:
It was reported by the vad coordinator that the patient recently underwent a pump exchange from one lvad to another lvad. Within the first 5 minutes of implantation, the pump clotted off. The patient was put on biventricular circulatory support (ECMO) and another lvad was then implanted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.